Event description:
It was reported that there high impedance and possible fracture on the right atrial (ra) lead. The lead was capped and replaced. Nopatient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 6942 implantable tachy lead (B)(6) 1998. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.